Event description:
Communication board bad missing, comm board- rj45 faulty, case front- insert/boss damage, non supported part installed there was no patient involvement. (B)(6) 2018 11:07:53 ian pfifer (ipfifer) po for $329______ approved by (B)(6) shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. (B)(6) 2018 19:07:15 vi vongprachanh (vvongpra) estimate mjr (B)(6) 2018 12:56:09 ian pfifer (ipfifer) new contact person: (B)(6) (B)(6) 2018 07:32:59 (B)(6) updated from mnr to mjr for the major repairs needed per vivi vongprachanh, service tech. Repair approved by (B)(6) , biomed, at (B)(6) for $601. No changes to the po# (B)(6) 2018 09:56:27 (B)(6) this device is tested during training, verified testing data entry by normie victa. 03/20/2018 12:47:50 (B)(6) (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).